Manufacturer narrative:
Sections were updated to reflect additional information received for this reported event. Sections were updated to reflect corrected data for this reported event. A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection was performed and there were no discrepancies encountered in the internal inspection of the cycler. Simulated testing was performed and the device performed without failures. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) on (B)(6) 2015 reported a patient was diagnosed with peritonitis. The event occurred on (B)(6) 2015 when patient reported symptoms of peritonitis and was admitted the hospital. The patient was diagnosed with peritonitis while at the hospital. As of (B)(6) 2015 the patient was discharged from the hospital and transferred to hemodialysis modality. At the time of the report the patient was recovering. Further information on treatment medication and hospital course of care was not provided.